Manufacturer narrative:
The consumer is a (B)(6). The brake handle allegedly broke prior to the incident per the user's spouse. The handle was wrapped with tape so that it would not injure the consumer when she was using the rollator. The consumer then used the unit and the incident occurred. The incident occurred when the consumer was going to her doctor's office for an unrelated visit. She was going down a slope in the parking lot when she engaged the brakes to slow her down; however they did not allegedly engage causing the consumer to fall. The consumer fell forward and allegedly sustained a sprained ankle. The consumer did not receive a replacement rollator and the user is still currently using the unit.

Event description:
Consumer allegedly fell using her rollator when her brakes allegedly would not work, and not locking on both sides. The consumer alleges she sprained her ankle as a result. Injury is alleged.